Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was 148 mg/dl. The customer reported that they received a motor error alarm. The insulin pump will be returned for analysis.